Event description:
It was reported that a pedicle screw was broken during insertion. The shank portion of the screw remains in the patient. The head portion was removed from the site. Contact reported no adverse patient injury and the case was completed.

Event description:
The affiliate originally reported the screw broke during insertion. However, the actual event was difficulty in loading the screw onto the driver.

Manufacturer narrative:
Device not yet returned for evaluation. The event was reported to depuy spine on (B)(6), 2012. Review noted that the local sales rep was informed the day after surgery. As such this report is technically late. Local rep was reminded to report malfunctions in a timely manner.

Manufacturer narrative:
Visual examination of the returned screw found the screw fully intact and no discrepancies were noted. The screw was functionally tested with the correct driver and performed without issue. Attempts were made to determine which driver was used by the surgeon but to no avail. The difficulty reported by the surgeon appears to be the use of an incorrect driver. This complaint is considered to be closed.